Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had and an unrelated surgical procedure on (B)(6) 2018. Following the procedure, the patient's controller could not connect with the ipg. It was stated the ipg was not placed in surgery mode prior to the procedure. A company representative met with the patient for troubleshooting and the clinician programmer (cp) displayed the error message: "cannot connect to generator: generator is not responding, contact your clinician to fix the problem". The ipg was deemed inoperable. As such, the patient will undergo surgical intervention to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy resumed following the procedure.

Manufacturer narrative:
Conclusion was provided in the initial report sent to your office on (B)(6) 2018.